Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed as no product was returned for evaluation and computed tomography images were not provided. Additionally, review of the submitted log files confirmed low flow hazard alarms; however, a specific cause for the alarms could not be conclusively determined. Further, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported hypertension could not be conclusively established through this evaluation. The controller event log files contained events from (B)(6) 2025 to (B)(6) 2025. A continuous low flow hazard alarm associated with a decrease in pump flow to a range of 2.0-2.4 liters per minute (lpm) was captured between 07:36:38 and 14:32:39 on (B)(6) 2025. At 14:32:40 on (B)(6) 2025, estimated flow began to gradually increase from 2.5 lpm to 4.1 lpm. No other notable events or alarms associated with pump function were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information has been provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, "introduction," lists potential adverse events, including pump thrombosis and hypertension, which may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 6 of the IFU, under ¿blood pressure management¿, also states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having low flow events, and an aortic clot was discovered possibly contributing to the lower flow values. The patient was treated for hypertension in an emergency room (ER). The log files captured low flow events the morning of (B)(6) 2025 which recovered after 23:57 of (B)(6) 2025. These patterns seen during the low flow events are associated with the potential for obstruction in the ventricular assist device (vad) circuit.